Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving patient notification alert for non-sustained rv oversensing. Review of session records revealed that some baseline noise resulting in brief instances of oversensing. Due to the rarity of this occurrence and lack of any patient symptoms, patient will continue to be monitored remotely.